Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered" for high non-sustained ventricular tachycardia and high rate episodes. It was also reported these episodes may have been due to t wave over-sensing of the ventricular fibrillation tachycardia waves. The lead remains in use and no patient complications have been reported as a result of this event.